Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to an infection. A temporary implantable pulse generator (ipg) was implanted and connected to previously inactive right atrial (ra) lead and rv lead. A new cardiac resynchronization therapy defibrillator (crt-d), rv lead, and lv lead were implanted at a later date. No further patient complications have been reported as a result of this event.